Manufacturer narrative:
Service replaced the t-valve assembly. No further details were provided. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that a t-valve found to be leaking on a newly installed unicel dxc 600 synchron clinical system. No impact to patient or user has been reported.